Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of the plug driver twisted when adjusting the plug inside a screw. There was no delay in surgery or patient harm.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned driver was evaluated. The tip was found to be twisted in a manner consistent with over-torquing during screw installation. However, the cause cannot be determined since the torque handle used with the driver was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported the tip of the plug driver twisted when adjusting the plug inside a screw. There was no delay in surgery or patient harm.